Event description:
A report was received that the pt's precision system explanted due to an infection at the ipg site.

Manufacturer narrative:
The explanted devices were discarded by the medical facility and will not be returned to bsn for further evaluation.